Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that while the patient was sleeping, his wife noticed him sweating a lot, pale skin and groaning while he was asleep. The wife called an ambulance because she could not pause insulin delivery. (The wife did not switch to manual mode so wasn't able to pause insulin delivery). The wife looked at the pdm and saw no values, also no values in the dexcom app. Before the ambulance arrived, the wife tried to give food and drink to the patient but it was unsuccessful. When the ambulance arrived, they tested via finger prick the patient's lowest blood glucose (bg) level was 1.2mmol/l (21.6 mg/dl). The low bg's were treated with a 10% glucose infusion and food. The ambulance spent 3 hours at the patient's home and then left. The pod was discarded.